Manufacturer narrative:
Evaluation summary: based on the content of investigated data, it was determined that the potential cause/root cause of failure was that moisture entered the objective lens unit and condensed, causing the observed image to become unclear. A device history record(DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured pentax medical penang on 17-jun-2021 under normal conditions. The endoscope was reworked for scope dismantlement for screening on pully wire and passed required inspections, and was released accordingly. Also, there were no concessions and the dates of approval for shipment and actual date shipped were confirmed for 18-jun-2021. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Manufacturer narrative:
This device is not distributed in us so that 510k is blank. Pentax medical emea responded to the good faith effort request via email on august 21, 2023. It was stated that it was unable to obtain information regarding the following questions. -whether the images were fogged during use at the hospital. -if the image was foggy, was the procedure completed or was the procedure completed with an alternative scope. However, they are also indicated in most cases, users have multiple endoscopes for reasons such as reprocessing time. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Foggy image. This event occurred at the time of during inspection. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.